Event description:
It was reported that the pump screen was black, although the backlight remained on. The customer experienced a high blood glucose level at 522 mg/dl due to this issue. To address the elevated blood glucose, a correction injection via mdi was administered. A replacement pump was sent to resolve the issue.